Event description:
During robotic surgery using electrosurgical robotic scissor, a disposable tip was on the scissor to prevent any spread of the power, but the scissor was smoking under the tip. We replaced the scissor and the tip with no further incident. Most likely a defective disposable scissor tip was the cause of the electrosurgical power spread.